Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the reported event of peritonitis. Based on the provided information there is a likely temporal association exists between the liberty cycler and liberty cycler set and the patient peritonitis event. However, there is no documentation provided that indicates a causal relationship. While there is a possible association between the patient¿s concurrent tunnel infection near the peritoneal dialysis catheter (not a fresenius product); the exact cause of the patient¿s peritonitis infection cannot be determined with the information currently available. Should additional information become available this clinical investigation will be reevaluated accordingly.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was diagnosed with peritonitis on (B)(6) 2017. The pd effluent culture taken on (B)(6) 2017 yielded (B)(6). The patient was treated outpatient with vancomycin (unknown dosage and duration). The pd nurse stated the cause of peritonitis could be the tunnel infection near the patient¿s catheter but it was not confirmed. The patient was not hospitalized for this event. The patient continues pd treatment and has recovered from this event.